Event description:
It was reported by repair work order that upon inspection of the unit by the service technician, it was identified that the pump tube weldment and the hydraulic jack was broken. No adverse consequence or clinically relevant delay in treatment was reported.